Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 190 mg/dl. Customer advised they replaced the battery on the device 8 times and still have a blank screen. Customer was unable to troubleshoot the device as they are shopping. Customer was advised to buy the recommended energizer battery for the device and call back to properly troubleshoot when they have time. Customer's alarm history shows battery out limit, weak battery and low battery alarm in addition to the blank display issue.